Event description:
It was reported that during a colelap procedure, the surgeon fired the instrument for the first time, but in the second trial, the instrument stuck, so the doctor changed the instrument. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Broken jaw at bifurcation. Evaluation summary: the analysis results found that the el5ml device was returned with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the jaw condition. Although, no functional testing could be performed to evaluate the reported opening issues, a corrective action has been initiated. We have documented the circumstances as they were reported to us. In addition, a preliminary investigation has been initiated to address this issue. The batch record was reviewed and no anomalies were noted during the mfg process.